Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round spectrum 425cc saline prosthesis, catalog # 3501470, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round spectrum 425cc saline prosthesis experienced left sided deflation with no trauma post procedure. The patient received an official medical diagnosis for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 27, 2021, device re-evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation with approximately 22 cm of tubing, and the connector and injection dome were returned along with the device. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the posterior view. Within the crease/fold, a tear measuring approximately 0.3 cm was observed. Additionally, an area of missing material was observed on the anterior view, measuring approximately 1.5 cm x 1.5 cm. The tubing was received cut from the injection reservoir. Microscopic examination was performed on the edges of the missing material and tubing, parallel striations were found in an area of the missing material, measuring approximately 0.1 cm, and parallel striations were found in the whole area of the tubing. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the tubing could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The evaluation determined that the cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 11, 2020. The investigation of the returned device was completed by the failure analysis lab on may 11, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Within the crease/fold, a tear measuring approximately 0.3 cm was observed. Additionally, an area of missing material was observed on the anterior view, measuring approximately 1.5 cm x 1.5 cm. The tubing was received cut from the injection reservoir. Microscopic examination in the missing material and tubing edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding the tear, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 2, 2020. In addition to the issues reported previously, the patient was also experiencing pain. Also she could feel the implant valve moving. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 14, 2021. In addition to the left sided deflation reported initially, the patient also experienced right sided deflation. This report relates to the left prosthesis. See 1645337-2021-06638 for contralateral prosthesis report. Bilateral prosthesis replacement with 260cc mentor memorygel breast implants was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6869997 number, and no non-conformance were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 24, 2020. An explant is scheduled for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).